Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the rep indicated that the patient's ins is overdischarged. The caller tried to connect to the ins using the patient controller and recharger and in both cases the external device could not communicate with the ins. The caller indicated that they had already done one physician charging session prior to calling. The issue was not resolved through troubleshooting. The caller will continue charging with the patient. The patient reported that it has been over a year since they noticed that the ins would not communicate. During the call it was indicated that the patient had an overdischarge before.¿ the caller indicated that the information he had about the previous overdischarge was a note from a rep note that was dated (B)(6) 2020 and indicated that they were able to jump start the ins and clear the por (power on reset) message, but patient really has not been able to use the system after the last overdischarge.¿the rep called back to indicated battery is at a quarter, but he can't connect to the implant. It turns out rep finished the first physician recharge mode(prm) but didn't get the normal recharge screen on the recharger. Patient services reviewed¿with rep that it may take multiple physician mode reset sessions to get battery out of overdischarge. Once out of overdischarge, battery should charge beyond first quartile before trying to clear por. Additional information was received from the rep. The rep reported that the ins was unable to be recovered from overdischarge. The patient had neglected to charge the device repeatedly. The rep was unable to interrogate the ins or successfully jumpstart the device. The rep attempted to jumpstart the device 3 time for over 3 hours. The issue was not resolved. Surgical intervention was planned but not yet scheduled.